Manufacturer narrative:
Concomitant medical product: a2dr01, ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited intermittent undersensing during atrial tachycardia (at) / atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited intermittent undersensing during atrial tachycardia (at) / atrial fibrillation (af) episodes. The at/af was possibly misclassified as ventricular tachycardia (vt) episode. The lead and implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.